Manufacturer narrative:
MDR 2517506-2018-00555 was also filed for the same event. The customer contacted the siemens customer care center (ccc) and reported that a depressed patient potassium result obtained on the dimension vista system was questioned by the physician. Siemens is investigating the event.

Event description:
A discordant depressed potassium (k) result was obtained on a patient serum sample on the dimension vista 500 system. This result was reported to the physician who questioned the result. A redraw sample was drawn later the same day and a higher result was obtained in agreement with earlier results at an alternate facility. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed potassium result.

Manufacturer narrative:
MDR 2517506-2018-00555 was filed for the same event. Additional information (04 oct-2018) siemens headquarters support center (hsc) has completed the investigation of the instrument data logs and the information provided by the customer. The cause of the discordant potassium patient results cannot be confirmed but is specific to this patient. Quality control was in range at the time of discrepant results, and no other patient's results were impacted. The cause of the discordant potassium results is unknown. No nonconformance with the instrument or reagent was identified. No further evaluation of the device is required. Updated to reflect the hsc investigation.